Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 6 failed to open. A field service engineer (fse) removed the drawer and discovered that the magnet inseparable was missing, and the drawer was sticking, then replaced the inseparable and two slide bumpers. The customer logged in, inventoried the medications in main full-height drawer 6, and confirmed that testing was successful and the drawer was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was unrecoverable. Attempts were made to power cycle the device by turning it off and back on; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.